Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient was transported with iab in the right femoral artery. The iab ruptured at the customer site 8 days after patient's arrival. A new iab was inserted into the patient's left femoral artery. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the patient was transported with iab in the right femoral artery. The iab ruptured at the customer site 8 days after patient's arrival. A new iab was inserted into the patient's left femoral artery. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering more than half of the balloon . A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and two leaks were detected on the membrane approximately 1cm and 2.8cm from the rear seal measuring 0.013cm in length. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. The penetrations found on the membrane appear to have been caused by a sharp object. We were unable to determine when the penetrations occurred. The evaluation confirms the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).